Event description:
It was reported that the patient had a ¿large knot¿ in his back following the initial implant. It was noted that the physician¿s ass istant thought it was a blood clot and attempted to ¿take a needle to it¿, but was unsuccessful because the ¿knot¿ in the patient¿s back was actually the anchor. The patient stated that he had a revision done which ¿brought the knot down¿ but it was back again. It was also reported that the implant was coming to the surface and the patient had a ¿nipple¿ that came out that was consistently black and blue. The patient stated that it had been that way ¿for about a year.¿

Event description:
Follow up information received from the healthcare professional (hcp) reported that it was unknown if the event could be attributed to the implantable neurostimulator (ins) and/or the lead-extension components. The event did not require hospitalization for the event and the patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID neu_siliconeanchor, serial# unknown, product type accessory; product ID neu_siliconeanchor, serial# unknown, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).